Event description:
Journal reference: kessler, t.m., et al., "sacral neuromodulation for refractory lower urinary tract dysfunction: results of a nationwide registry in switzerland" european urology, (2007) 51: 1357-63. The article discusses the treatments and outcomes of 209 patients. Adverse events were recorded during the initial test phase and/or during or following traditions one-stage technique. After the implant of the ipg, two patients had wound infections at the ipg site.